Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on performing a pump reset, which resolved the error. The caller was advised to wait 20 minutes before starting the sensor session, and they acknowledged the instructions.